Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, 7 tubes had a crack in the tube, underfilled, and had gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The photos were reviewed and show one tube with gel air bubbles, four tubes that were underfilled, and multiple tubes were cracked. Regarding cracked product/components, 30 retained samples were visually inspected for damage, with none of the 30 samples failing. Additionally, 10 retained samples were subjected to functional tests for brittleness, and none of the 10 samples failed. For underfill, a total of 20 retained samples underwent functional tests for low or no draw, and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged, underfill and gel air bubbles. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, 7 tubes had a crack in the tube, underfilled, and had gel air bubbles. There was no health impact or consequences reported.